Event description:
The customer reported no delivery alarms. Prior to the event, the patient had changed the infusion set twice. The unit alarmed no delivery during a manual prime. In troubleshooting, the customer used a new reservoir and insulin exited through the tubing with a manual plunge. The blood glucose reading was 8.4 mmol/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.